Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 had failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) remotely logged into the system and confirmed that there were no hardware errors with the device, and no further investigation was required. The system was verified to be functioning as intended following the investigation.